Event description:
It was reported that during a percutaneous coronary stenting procedure a balloon deflation difficulty occurred. The target lesion was located in the proximal circumflex artery. The 2.0 x 12mm apex otw balloon catheter was inflated on the first attempt with a non bsc inflation device. Following inflation the balloon would not deflate. Upon pulling a negative "over and over" while "gently" pulling the balloon the physician was able to remove the device and deploy an unspecified stent "without difficulty". No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting procedure a balloon deflation difficulty occurred. The target lesion was located in the proximal circumflex artery. The 2.0 x 12mm apex otw balloon catheter was inflated on the first attempt with a non bsc inflation device. Following inflation the balloon would not deflate. Upon pulling a negative "over and over" while "gently" pulling the balloon the physician was able to remove the device and deploy an unspecified stent "without difficulty". No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the balloon was deflated, as-received. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The inner shaft was buckled near the bond that joins the inner shaft and outer shaft. The minimum outer diameter (od) of the proximal balloon bond was measured and met specification. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp for with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated in 3 seconds meeting specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).